Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickering, image watermarks and purple images. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flickering and image watermarks due to charge-coupled device malfunction causes and purple images due to universal cord malfunction causes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited no image. The issue was observed during service/maintenance. There were no reports of patient involvement.